Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not turn on - strip. The reporter alleged "occasional strip bent and would not turn on meter after insertion". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.